Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the lot number on the inner and outer packaging of an axium prime bare coil did not match. Preliminary action taken was withdrawl from the warehouse. Additional product information reported: manufactured date: 2024-03-28, expiration date: 2027-03-28. Additional information was received reporting that the conflicting lot numbers were observed when the product was received into the warehouse before the surgery. The representative is unaware if this event has ever been previously reported. It was confirmed that the model number and the lot numbers on the inner and outer package appeared incorrect. The cause of the conflicting lot number was that the distributor packed the wrong inner packaging box and has also notified the hospital of the situation. It was noted that the outer packaging of the device has been opened. Additional information was received. Upon investigation, it was determined that the outer packaging of the product in question had been opened, while the inner packaging remained intact. The hospital's distributor has already provided an explanation regarding this situation to the hospital.